Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1022161 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022161, test base part number 190-430 / lot: 1022161. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022161 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Report: 1221359-2021-02100.

Event description:
The customer reported false negative results with two lot numbers. This MFR. Report addresses lot number two (2) of two (2) for lot number 1022161. The customer reported false negative result on a nasal swab with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated negative results. Confirmation testing was performed with pcr and generated positive results. Per the customer, the patient was symptomatic. There was no patient harm due to test results. Additionally, there was no impact or delay in treatment due to test results.